Manufacturer narrative:
Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from the left eye due to the patient experiencing blurry vision and starbursts that affected night time driving. Another johnson and johnson iol was implanted as replacement (dib00 15.5 diopter). An incision enlargement was required. No sutures or vitrectomy was required and there was no patient injury. At one day post-operative, the patient reported seeing much clearer. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: nov 10, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a customer provided sterilization pouch. No additional materials or components were received. Visual inspection under magnification revealed that the complaint lens was received cut in half (one half of the lens missing). The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues "explant", "blurry vision", and "visual disturbance - starburst" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as per complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.